Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, high ventricular lead impedance (3000 ohms) was observed, leading to a lead polarity switched from bipolar to unipolar on (B)(6) 2019. Additionally, ventricular noise oversensing was observed on the episodes recorded on the device memory and in a real time ECG. At the end of the follow-up, the subject pacemaker was programmed on aai mode. Preliminary analysis confirmed the reported abnormal high ventricular lead impedance, as well as the presence of episodes showing non-physiological signals (noise/artifacts) with ventricular noise oversensing since (B)(6) 2019 (at least). Additionally, abnormal low lead impedance and noise oversensing since (B)(6) 2019 (at least) were also observed in the atrial channel. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, high ventricular lead impedance (3000 ohms) was observed, leading to a lead polarity switched from bipolar to unipolar on (B)(6) 2019. Additionally, ventricular noise oversensing was observed on the episodes recorded on the device memory and in a real time ECG. At the end of the follow-up, the subject pacemaker was programmed on aai mode. Preliminary analysis confirmed the reported abnormal high ventricular lead impedance, as well as the presence of episodes showing non-physiological signals (noise/artifacts) with ventricular noise oversensing since (B)(6) 2019 (at least). Additionally, abnormal low lead impedance and noise oversensing since (B)(6) 2019 (at least) were also observed in the atrial channel. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data.